Manufacturer narrative:
Date was approximate as the patient was not compliant with providing information. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Patient said the device is not helping them much. They then clarified that they were going every 20 minutes prior to the implant. They noted that they were going could go an hour, hour and a half, two hours in the trial; they were not getting the relief that they were during the trial. Therapy expectations during the call was reviewed. The patient added that they don't really feel stimulation standing, but they do when they are going to the bathroom so they decreased their settings from 2.9v to 2.4v. During the contact, the patient provided the following complications during the implant: excessive numbness, tingling, blueness and/or increased pain. The patient also said they get a lot of pressure down there. They stated that they don't know what it is and there is just a lot of pressure; there's so much that it hurts. The patient said they were in the car and it was hurting so bad that they couldn't wait to go. The patient mentioned that they were constipated. They also stated that this has been going on since implant, but then later stated that it was preexisting. They added that is terrible to go to the bathroom and it only comes out when they stand up; they will address this issue with their gastroenterologist as well. The patient noted that they just wanted some information on the device for the bladder. The patient asked if it could effect the nerves in their leg as they have neuropathy. They had their neuropathy under control prior to the implant, but their feet hurt and legs got numb again after implant; they want to know if it is related. The patient also mentioned that there is a tingling in their hands and feet and then clarified that it is also numbness in their feet. They are hurting in their legs and feet. They reiterated that they had it under control, but once the implant was placed it came back after maybe 2-3 days. They noted that they went to a neurologist for their neuropathy and had it under control before getting their blood sugar under control. Once the patient got the regular implant placed it has strengthened. The patient stated that it is since they got "this thing" in the wrong area. They stated that it is just numbness. The patient asked if the device had anything to do with the spine. The call center reviewed they can turn the device off to see if it is causing the numbness and pain. They noted they were trained under anesthesia; they were out of it following the surgery. As a result of what was reported, the patient was redirected to their healthcare provider (hcp) to address the device issues and symptoms reported above. No further patient complications have been reported as a result of this event.